Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse observed a leak from the reagent probe b wash collar during priming of the instrument. The fse replead the valve to resolve the issue. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
Customer reported the unicel dxc 600i access clinical system generated erroneous high patient results for ammonia (amm) and erroneous low for glucose (gluh), total bilirubin (tbil), alanine aminotransferase (alt), aspartate aminotransferase (ast). Customer also reported of a suppressed blood urea nitrogen (bun) result. Customer reported of no quality control (qc) issue prior to the event. Some results were reported outside of the lab. There was no change in patient treatment.